Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the stylet was unable to be removed from the left ventricular lead. Attempts to remove the stylet damaged the lead. The lead was not used and a new lead was implanted. The patient was stable.